Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was very thin and their previous implantable neurostimulator (ins) was not securely fixed inside the pocket. Therefore it had a bit of movement and was the reason they didn't always have optimal connection.

Event description:
Additional information was received from a manufacturer representative (rep) clarifying that in the past, the patient had a kinetra, that was replaced by an activa pc (with a 64002 adaptor), and then in 2022, the patient received an activa rc (which is smaller than an activa pc). As the kinetra had a larger volume than the activa pc and despite the adaptor, some space remained in the pocket. Therefore, it was easy for the stimulator to move a little bit inside the pocket and sometimes, there was not a good connection with the rechargeable system. They could confirm the patient is ok now and there has not been any problems with the rechargeable system after explaining how to use and check the best position (with the recharger app) to have the best connection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.